Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was patient reported that since they had the implant the experience was really good. However, they felt like they needed to increase their stimulation a notch and also, they mentioned that they feel the stimulation going down their legs but not up their back and they wanted the stimulation to target both their legs and back. Agent walked patient through trying to access their therapy. Patient was able to access their therapy and confirmed that their ins battery was empty and their therapy was off. Agent reviewed and walked patient through starting a charging session. Patient was able to start charging their ins and confirmed that the ins was charging with good connection. Agent reviewed recharger, handset and communicator general use and best practice. Patient will continue to charger their ins and call back for assistance with their ins settings once the ins was fully charged. Pt called back and stated they need help with the programming. Patient stated the stimulation is going down their legs and they are not getting anything in their back. Patient stated they need the stimulation in their back. Agent asked patient if they have used the handset device to adjust the intensity levels on the different groups and different programs to see if that helps and patient said they don't know how to do that. Agent offered to help patient use the handset and patient declined. Agent reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Pt called back and stated that they didn't know how to use their device to adjust the stimulation. Patient mentioned they have some stimulation in their left leg, but they don't feel anything in their right leg and their back. Patient said their right leg was really bad and they don't move a lot as their back hurts. Agent reviewed the general use of the communicator and had patient connect to patient therapy app. Patient was able to connect to the therapy screen, so agent had them switch from b to a and c and increase the intensity, but patient could only feel the stimulation in their left leg. The issue was not resolved. Agent reviewed the role of rep, provided national answering services phone number, and redirected to manufacturer representative (rep) and hcp to further address the issue.